Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing while painting their fingernails. The field representative reports noise could not reproduce with isometrics and a chest x ray showed system in good position. The s-ICD sensing vector was reprogrammed to secondary. Technical services (ts) was consulted, discussed sensing vector change may help with baseline crossings and identifying noise. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD system was explanted, and a new implantable cardioverter defibrillator (ICD) was successfully implanted. The patient reported feeling anxious and depressed. No additional adverse patient effects were reported. This product was not returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing while painting their fingernails. The field representative reports noise could not reproduce with isometrics and a chest x ray showed system in good position. The s-ICD sensing vector was reprogrammed to secondary. Technical services (ts) was consulted, discussed sensing vector change may help with baseline crossings and identifying noise. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD system was explanted, and a new implantable cardioverter defibrillator (ICD) was successfully implanted. The patient reported feeling anxious and depressed. No additional adverse patient effects were reported. This product was not returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing while painting their fingernails. The field representative reports noise could not reproduce with isometrics and a chest x ray showed system in good position. The s-ICD sensing vector was reprogrammed to secondary. Technical services (ts) was consulted, discussed sensing vector change may help with baseline crossings and identifying noise. This s-ICD system remains in service. No additional adverse patient effects were reported.